Event description:
It was reported that the device had failed calibration test. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the sticker seals were missing upon receipt. Error code was not found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as the accuracy test could not be performed due to the device not recognizing the cassette. Root cause of the reported issue is unknown, but a faulty downstream occlusion sensor was detected. The downstream occlusion sensor will be replaced. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously. Corrected data: h6: correction: event problem and evaluation codes: conclusion code should have been originally reported as d16.